Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. After cleaning the speaker holes and loading a new cartridge the alarm cleared. There was no adverse impact to the customer's blood glucose level.